Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing showed some affected channels. The recipient's mom reports that she is unsure if the recipient has hit his head. No changes in health, medication, or surgeries were reported.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. It seems that the reported impact might have caused a weakening of the active electrode's fixation leading to mobilisation of it. Furthermore, during removal surgery some channels were seen to be outside of cochlea. The registration card states a full insertion at the time of implantation, therefore a partial migration of the active electrode out of cochlea is assumed. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
It was initially reported that in situ testing showed some affected channels. The recipient's mom reported that she was unsure if the recipient had hit his head. No changes in health, medication, or surgeries were reported. Per new information received the parent reported a gradual change in hearing over time, predominantly within the last year. Additionally, a couple of head hits during sports were reported but nothing that had caused emergency room visits.